Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noticed a white material in the syringe. There was no impact to the customer's blood glucose level. Reportedly, the customer completed the load process using the same cartridge and insulin delivery was resumed.